Manufacturer narrative:
Concomitant products: 693265, lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure blood ended up in the lead port of the device header and the physician was concerned that it could cause problems later so the physician requested a new device to implant instead. No patient complications have been reported as a result of this event.